Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The device could not be interrogated with a programmer, thus confirming the clinical observation. Therefore the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the root cause for the premature battery depletion could not be determined conclusively.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. Analysis of the devices memory data revealed a complete loss of memory. The home monitoring data documented an unexpected drop of the battery voltage. Presumably, the voltage drop led to the loss of memory and the subsequent lack of communication. The root cause of the voltage drop could not be determined conclusively from the available data. However, a hardware issue cannot be excluded. Should the device become available for analysis, this investigation will be updated. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
On (B)(6) 2021 this device was unable to be interrogated. The device had not transmitted to home monitoring since (B)(6) 2021. The device was explanted and replaced on (B)(6) 2021. No adverse patient events reported. Should additional information become available, it will be added to this file.